Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 217 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer also states unable to perform high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. (B)(4).